Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. Although this product is not sold in the u.s., this event is being reported under regulation 21 cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p070014. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any patient details.

Event description:
It was reported that during the stent placement procedure in the sfa, the vascular stent could not be deployed any further after being partially released due to the breakage of the deployment mechanism. Upon removal, the partially deployed stent elongated. The delivery system was removed and another device was used for treatment of the elongated section. No patient injury was reported.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. The evaluation of the returned device confirmed the breakage of the deployment system during deployment and the fracture of the stent during the procedure. A force transmitting component was found to be broken indicating the presence of high release force when the user unsuccessfully tried to release the stent. A stent segment was returned which confirmed that the stent elongation and fracture upon removal. The grip and proximal end of the delivery system were found to be forcefully disassembled and the system was found in poor condition; therefore, no further investigation could be performed. Potential factors that could have led or contributed to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. The deployment failure may be related to a difficult vessel anatomy and subsequent friction increase. On the basis of the information available, a definite root cause for the reported event could not be determined. The IFU states: "examine the stent and delivery system device for any damage. If it is suspected that the sterility or performance of the device has been compromised, the device should not be used." Also the IFU states: "if excessive force is felt during stent deployment, do not force the stent system. Remove the stent system as possible and replace with a new unit."